Event description:
Bed exit system down (not alarming).

Manufacturer narrative:
Technician replaced bed exit tape switch. Bed exit tape switch wornout. This bed found in store room full of dust. No one injured.